Event description:
It was reported that during a routine pump replacement the catheter could not be aspirated and therefore the catheter was explanted. Attempts were made to place a new 8780 but the physician was unable to get cerebral spinal fluid. The new catheter remained connected to the new pump and was intentionally coiled up in the pump. The plan was to bring the patient back to surgery in 3-4 weeks to have a new catheter placed. This patient was known to be hypovolemic, have a lot of scar tissue and arachnoiditis. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 863740, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. Product ID: 8709, serial# unknown, product type: catheter. Product ID: 8780, serial# unknown, product type: catheter. (B)(4).